Manufacturer narrative:
The event was initially submitted under a 5-day report due to administrative error/misclassification. Upon review, it was determined that the event did not meet the 5-day reporting criteria but qualified for a 30-day report. This correction is submitted to ensure accurate reporting in accordance with FDA requirements. See 3019004087-2025-05453 follow up # 1 for correction.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a blood glucose value of 344 mg/dl after insulin leakage was observed at the connector. The user performed a full supply change, resumed insulin delivery, and glucose values began trending downward. No medical intervention was required.